Event description:
It was reported by service report that the foot of the bed would not raise and the display module was missing. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: display module.